Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns treating physician in (B)(6) reported that they had a patient in clinic and their "system diagnostic" and "normal mode diagnostic" both showed high lead impedance. There was no report of any trauma or manipulation of their device prior to the high impedance being attained. Surgery is likely but not scheduled at this time. The patient is still receiving efficacy from magnet usage so therefore, at this time, their vns has not been programmed off. Site is aware of recommendations to do so.